Event description:
I had the essure procedure done in (B)(6) 2004 and have experienced multiple issues ever since. It started off simply enough with what I thought were menstrual cramps despite not having them prior to surgery. The next thing then I was passing giant blood clots and the cramping worsened. I began getting recurrent urinary tract infections, which I had no history of prior to the procedure. I began having pregnancy like symptoms and a pregnancy test indicated I was pregnant. I went to my ob/gyn to learn I was not pregnant, but might have cancer and needed testing. I was devastated. Test results determined that I did not have cancer, but I did have nine ovarian cysts which were not present prior to the essure procedure. There is no history of ovarian cysts on either side of my family; I am not genetically predisposed to developing them and again had no history of them myself prior to the procedure. Soon after, I began exhibiting symptoms similar to ms or a brain tumor. No one could figure out, but finally decided that it might be migraines. This occurred over about a three year period of time. Currently, I experience frequently debilitating cramping before and during my period, bringing me to years and keeping me prisoner. My periods are now highly irregular sometimes ending only to begin again the next day, sometimes not coming at all, and sometimes lasting only a short time, but always requiring multiple super absorbency tampons each day and often causing embarrassment from severe leakage none of which occurred prior to the essure implants. Significant weight gain and difficulty losing weight, constant bloating, anxiety, irregular heartbeat, chronic urinary tract infections, insomnia, fatigue, lethargy, severe mood swings, general decline in health, seizure-like brain activity, inhibited serotonin, depression, frequent diarrhea, gerd, excruciating migraines, and other symptoms manifested subsequent to the essure procedure without genetically organic causation.